Manufacturer narrative:
The insulin pump was received with a frozen display and a constant tone due to a problem with the mother board.

Event description:
The customer reported unresponsive buttons, a constant tone and a frozen screen. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.